Manufacturer narrative:
The 10 feet (3 meters) mono cable (600290b) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: visual evaluation of the cable found that the device was in used condition with the plug end broken or burned off. The product lot indicates a manufacture date of 2016. Damage or wear to the cord can lead to smoke or a fire hazard, and occur over time. Damage can also occur when pulling the cord rather than the plug, which may lead to the separation of the plug seen in this complaint. Per the label included with the product, "do not pull the cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation; incorrect handling of the cord can cause sparks or s fire hazard." Root cause analysis: the reported complaint was confirmed. The returned cable was noted with the plug end broken or burned off due to wear or mishandling. No manufacturing, workmanship or material deficiency has been identified.

Event description:
It was reported that during surgery there was smoke seen coming from the 10 feet (3 meters) mono cable (600290b). The cable was replaced and the procedure continued with no delays. No patient injury occurred.